Event description:
Asr revision reported via sales rep; asr xl; right; reason(s) for revision : pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update rec'd 10/22/2014. Medical records received. Dob provided. Upon revision, a large fluid collection, soft tissue reaction with dark tissues, granulomatous reaction, and an anterior bone defect in the acetabulum were noted. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.  A follow-up medwatch will be filed as appropriate.